Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 4351-35 lot# serial# (B)(4) implanted: (B)(6) 2013 explanted: (B)(6) 2017 product type lead product ID 4351-35 lot# serial# (B)(4) implanted: (B)(6) 2013 explanted: (B)(6) 2017 product type lead a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider reported that a patient had their system removed on (B)(6) 2017 due to infection. There was no other information available at the time of the report. No further complications are anticipated.

Event description:
Additional information from the hcp reported that the infection was first observed two weeks after surgery. The patient had a g-tube near the site. No further complications were reported/anticipated.

Event description:
Additional information from the healthcare provider (hcp) reported that the infection was first experienced on (B)(6) 2017 and it was observed post-operation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.